Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left fallopian tube showing an embedded metallic coil device"), pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and abortion of ectopic pregnancy ("ectopic pregnancy miscarriage") in a 39-year-old female patient who had essure (batch no: 689933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included flank pain, attention deficit/hyperactivity disorder nos, asthmatic attack, bronchitis, osteoarthritis, sinus pain, sore throat and wheezing. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypertension, asthma, ovarian cyst, adhd, low back pain, neck pain, back pain, depression, anxiety disorder, painful joints, osteoarthritis knee, chest pain, ear ache and dyspnea. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) and hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), dysmenorrhoea ("dysmenorrhea (cramping)"), dysfunctional uterine bleeding ("other injury(ies) or complication(s) please describe: dysfunctional uterine bleeding"), arthralgia ("joint pain") and pain in extremity ("leg pain"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy and surgery to remove the essure implant in 2015/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, menstruation irregular, cystitis, urinary tract infection, allergy to metals, dysmenorrhoea and dysfunctional uterine bleeding outcome was unknown and the pelvic pain, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, arthralgia and pain in extremity had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, allergy to metals, arthralgia, back pain, cystitis, dysfunctional uterine bleeding, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date. Previously reported : apr-2010. Coils- right tube 3, left tube- 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs received - new event 'left fallopian tube showing an embedded metallic coil device" was added. Historical and concomitant conditions were added. New reporter were added. On 21-dec-2018: medical record received - new reporter was added. Fu3 and fu4 was proceed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and abortion of ectopic pregnancy ("ectopic pregnancy miscarriage") in a 39-year-old female patient who had essure (batch no. 689933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypertension, asthma, ovarian cyst, adhd, low back pain, neck pain, back pain, depression, anxiety disorder, joint pain and osteoarthritis knee. Concomitant products included obetrol (adderall) and vicodin. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), dysmenorrhoea ("dysmenorrhea (cramping)"), dysfunctional uterine bleeding ("other injury(ies) or complication(s) please describe: dysfunctional uterine bleeding"), arthralgia ("joint pain") and pain in extremity ("leg pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure implant in 2015/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, arthralgia and pain in extremity had resolved and the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, menstruation irregular, cystitis, urinary tract infection, allergy to metals, dysmenorrhoea and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, abortion of ectopic pregnancy, allergy to metals, arthralgia, back pain, cystitis, dysfunctional uterine bleeding, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date. Previously reported : (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. New reporters added and reporter information updated. Plaintiff demography added. Product lot number received. Implanted date and product indication updated. Following events were added: pregnancy (ectopic), ectopic pregnancy miscarriage, abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: bladder, infection (bladder/ urinary tract/vaginal) type: urinary, nickel allergy, dysmenorrhea (cramping), other injury(ies) or complication(s) please describe: dysfunctional uterine bleeding, device ineffective, joint pain and leg pain. Concomitant conditions added. Concomitant drugs added. Outcome of events updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and abortion of ectopic pregnancy ("ectopic pregnancy miscarriage") in a 39-year-old female patient who had essure (batch no. 689933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypertension, asthma, ovarian cyst, adhd, low back pain, neck pain, back pain, depression, anxiety disorder, painful joints and osteoarthritis knee. Concomitant products included obetrol (adderall) and vicodin. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), dysmenorrhoea ("dysmenorrhea (cramping)"), dysfunctional uterine bleeding ("other injury(ies) or complication(s) please describe: dysfunctional uterine bleeding"), arthralgia ("joint pain") and pain in extremity ("leg pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure implant in 2015/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, arthralgia and pain in extremity had resolved and the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, menstruation irregular, cystitis, urinary tract infection, allergy to metals, dysmenorrhoea and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, abortion of ectopic pregnancy, allergy to metals, arthralgia, back pain, cystitis, dysfunctional uterine bleeding, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date. Previously reported : (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("ab pain") and menstruation irregular ("irregular cycles"). The patient was treated with surgery (surgery to remove the essure implant in 2015). Essure was removed in 2015. At the time of the report, the pelvic pain, back pain, abdominal pain and menstruation irregular outcome was unknown. The reporter considered abdominal pain, back pain, menstruation irregular and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.